Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that her one touch ultraeasy meter was giving her "apply sample" messages. This complaint is being classified based on available info, as the pt could not be contacted by phone to obtain the additional info. According to the pt, the reported issue began on eight days earlier. She also mentioned that she was unable to test her blood sugar since that day. On original date at around 1:30 pm, the pt reportedly was feeling very unwell and complained of shakiness. She reportedly treated herself by eating and drinking something and felt better within about an hour. She denied receiving additional medical attention due to the reported issue. She was not tested on another device at the time of concern. She stated that she does not experience low blood sugar episodes regularly. The customer service agent (csa) verified that the pt was using correct technique to apply the sample and the test strip was drawing the sample into the test area. The pt noted that this was not a new meter. The pt did not have test strips at the time of call to complete troubleshooting. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt alleged of being unable to test her blood sugar due to the reported issue and later, complained of shakiness, which may be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If the products will be returned, lifescan will evaluate them and, if they do not pass inspection, lifescan will inform FDA of the results in a supplemental report.